Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited a hemostatic valve leak. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was leaking from the hemostatic valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.